Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-02247 for the first mantis clip, and 3005099803-2024-02248 for the second mantis clip. It was reported to boston scientific corporation that a mantis clip was used for closure in the colon during a colonoscopy procedure performed on an unknown date. During the procedure, the clip would not release from the catheter. The procedure was completed with another mantis clip. There were no patient complications reported as a result of this event.